Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection of the photos of the device was performed. The complaint condition can't be confirmed with the information available (photo analysis). A defect was not found. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A definitive root cause can't be determined based on the given information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no ncr's were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hsb. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2021, the patient underwent surgery with the tfna implants in question. The patient was reported to be doing well. The patient had a recent fall and experienced pain. The patient experienced difficulty walked and presented to the hospital. X-rays taken on an unknown date showed the femoral head to be broken. The surgeon decided to remove the tfna implant and proceed with replacement. On (B)(6) 2021, the patient underwent replacement surgery. The implant was removed and the patient was planned for bipolar/total hip replacement. However, infection was found in the patient and the replacement procedure did not proceed. This report is for one (1) tfna fenestrated screw 85mm - sterile. This is report 4 of 5 for (B)(4).